Manufacturer narrative:
Fiber analysis: both the glass and metal caps were found to be attached and intact; moderate char and severe detritus on the metal cap and devitrification of the glass cap at the output window was also observed. The cap adhesive zone was found to be heated to the point of burning, resulting in the fiber/glass cap becoming loose within the metal cap and the fiber to rotate off center. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam and decreased tissue vaporization efficiency, or the system will revert to standby mode. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, fiberlife would flash "ready" then immediately go into standby mode after 220,096 joules of use; the physician switched to a bovie system for coagulation due to excessive bleeding. Upon coagulation, the fiber was replaced and the procedure completed using a second ams surgical fiber. Pt outcome: " no pt injury".